Event description:
A customer observed a non reproducible, positively biased result with a proficience testing sample using vitros tsh on a vitros eci analyzer. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event was unable to determine exact root cause of this event. Retesting of the same vial of proficiency fluid with the same lot of reagent used at the original test event produced expected tsh results. Analysis of the instrument datalogger files and quality control results could not find any evidence that an analyzer or reagent error had occurred. There was no allegation of harm as a result of this event. The root cause of this event is unknown.